Event description:
It was reported that post an esopho-gastro dilatation (egd) procedure for evacuation of a food bolus, an esophageal perforation was noted. The cre wg 12mm x 15 mm balloon was advanced to the esophagus and inflated to its three rated pressures to successfully remove the food bolus. Upon waking from the anesthetic, the pt complained of pain. An x-ray was performed which confirmed the presence of free air and an esophageal perforation. The pt underwent a surgical procedure for esophageal repair later that day. The pt's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.